Event description:
It was reported to philips that the heartstart mrx defibrillator failed the opcheck test for etco2 calibration and would not pass etco2 calibration. There was no patient involvement.